Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking / biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, the sponge detached and was stuck in the scope channel. A water soluble lubricant was not applied to the rx locking device biopsy cap prior to use. Reportedly, the scope was sent to repair. There were no patient complications reported as a result of this event. The patient's condition post procedure was reported to be stable.